Manufacturer narrative:
Additional information: section h imdrf annex c.

Event description:
It was reported that when using the bd pyxis¿ es server, the stations were not communicating with the server, and orders were not crossing over. Users were able to log in. However, no information was displayed on the screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the stations were not communicating with the server, and orders were not crossing over. Users were able to log in; however, no information was displayed on the screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connecting to server and order was not crossing. A technical support specialist dialed into server and ran down time query and checked for the patient sample and found that the issue was with the active directory team and informed customer to reach to active directory team ad confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.